Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device had a crack on right plunger case and battery door. During the power up process and check and test force sensor testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. Force sensor did not operate as intended as a result of normal wear. Replaced force sensor and replaced plunger cable as a preventive measure. Performed preventative maintenance and all functional testing which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a system failure. No patient injury was reported.